Event description:
It was reported that the patient received a patient notifier alert. Upon interrogation, capacitor charge time being reached message was displayed. Patient will continue to be monitored.